Manufacturer narrative:
A physio-control service representative evaluated the customer's device and was unable to verify the reported issue. During the evaluation, it was observed that ribbon cable was not completely seated at connector j36. When the j36 connector is not properly seated/latched during assembly, it can become unseated during transportation or usage and can cause the device display to show a blank screen, but based on previous investigations, it does not affect the ability of the device to perform defibrillation therapy. This issue was determined to be caused by the device being manufactured out of specification. After the ribbon cable was re-seated, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device starts with blank screen and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent will perform initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device starts with blank screen and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.